Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when starting stapling on the stomach, the device was unable to fire. The device was unable to deliver staple. They took another device with different lot number to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The representative instrument was received sealed in its blister package. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.